Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. The aneurysm had a reverse funnel-shaped neck with thrombus and was 26 to 29 mm in diameter. There was no remarkable vessel calcification or tortuosity, and an aortic ulcer was also located near the aneurysm. It was reported that the physicians elected to implant the talent bifurcated stent graft to treat both the aneurysm and the adjacent aortic ulcer. The initial placement of the stent graft was satisfactory; however, it was decided to move the stent graft to a lower position, and the device ended up being too low. The physicians elected to implant an additional talent stent graft cuff, with successful results, in order to correct for the lowered positioned of the bifurcated stent graft. No additional clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
(Secondary intervention required) -(wrong target site) - evaluation results and conclusion: device was moved to wrong target site.